Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple unspecified cartridge alarms occurred with multiple cartridges. The customer was able to load a cartridge. For the (B)(6) 2016 alarms, the customer's blood glucose level was not impacted. However, for the most recent alarms, the customer's blood glucose level was 300 mg/dl and it was addressed with a bolus using the pump. It was confirmed that the customer had manual injections available.